Event description:
The international customer reported the ventilator went vent inop and alarmed due to a flow sensor failure. The customer reported the ventilator was not in use on a patient, therefore, there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers service technician replaced the main pcb board to correct the reported event. Final testing was completed and tests passed to operating specifications.